Event description:
During the laparoscopic cholecystectomy procedure, the stryker strykeflow 2 suction irrigator handpiece started smoking at the handpiece - the device was not being used at the time. It was also making on / off noises. There was no harm to the patient or the integrity of the sterile field.